Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This event is being reported for malfunction due to the deformation on the 16mm amplatzer post-infarct muscular vsd occluder. The pericardial effusion/cardiac tamponade is related to the non-abbott 0.035 glide catheter. It was reported on (B)(6) 2022, a 16mm amplatzer post-infarct muscular vsd occluder was selected for implant for post infarct ventricular septal defect (pi vsd). It was noted that approximately 6 weeks prior to implant procedure the patient experienced a significant left ventricular (lv) myocardial infarction resulting in a formation of pi vsd near the apex of both the left and right ventricles. The patient also suffered a number of pericardial effusions that were noted immediately following the infarction. During deployment a cobra deformation was noted on the initial attempt. The device was recaptured and a second deployment was attempted however a deformation was noted again. During this time, under transesophageal echocardiogram (tee), an effusion was noted and was getting larger. It was decided to recapture the device again and deploy for a third time however, the cobra shape appeared again and the proximal disk was still captured in the sheath. The patient blood pressure started to drop considerably and became hemodynamically unstable. It was noted on echo that the ventricles were not squeezing well due to the pericardial effusion and a pericardiocentesis was performed. Ultimately, the patient was transferred to open heart surgery where the vsd was surgically repaired and the physician commented that cause of the pericardial effusion was likely from a perforation by the non-abbott 0.035 glide catheter.

Manufacturer narrative:
An event of cobra shaped deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional and dimensional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported incident could not be conclusively determined. Please note, per the amplatzer post-infarct muscular vsd occluder instructions for use instructions for use: do not release the amplatzer¿ post-infarct muscular vsd occluder from the delivery cable if the device does not conform to its original configuration or if the device position is unstable. Recapture the device and redeploy. If still unsatisfactory, recapture the device and replace it with a new device."

Event description:
Subsequent to the previously filed report, additional information was received that there was no anatomical interference while deploying the occluder. There was no angulation or kink in the delivery system upon deployment.